Event description:
On (B)(6) 2013, the reporter contacted animas and stated that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/28/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2014 with the following results:a review of the pump¿s history showed multiple low battery warnings. There was no evidence of excessive battery use. A visual inspection of the pump showed the battery cap and battery compartment were undamaged; the battery cap was able to fully tighten on to the pump with no power loss. The current draws were found to be within specifications. The pump cover was opened and no internal defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas.if the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).